Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2016 with the following findings: during testing, evidence of moisture ingress was observed behind the display. The battery compartment was observed to be cracked. Moisture ingress was observed in the battery compartment. The display was dim and discolored. The keypad buttons and audio bolus button were unresponsive. The pump failed a leak test at the battery compartment and at a crack in the pump casing. The pump cover was removed and evidence of moisture damage was found in the pump and on the keypad flex connector and circuit components. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed moisture behind the display, a display discoloration issue, damage to the battery compartment with moisture ingress, a keypad button and audio bolus button response issue, a failed leak test, and moisture damage inside the pump. This report is made based on results of investigation completed on 07/15/2016.